Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient not hospitalized for this event. The patient was treated with fortum (250mg, intraperitoneally, for 14 days) and vancomycin (2g, route not reported, on the first and seventh day). The cause of the peritonitis was not reported. It was not reported if the patient had recovered or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.